Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 10, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was inspected under magnification. The complaint handpiece was received with the plunger rod fully advanced and bent. The cartridge tip was damaged by the bending plunger rod. Viscoelastic residue was distributed through the length of the cartridge and no foreign material was identified on the cartridge. The lens module was inspected and no viscoelastic residue or damage was identified. The device assembly was inspected and presented with no issues. The plunger rod was inspected and no foreign material was identified. The complaint issue "foreign material - loose" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol), a white foreign material was observed on the back of the lens. The foreign material was removed from the iol with irrigation and aspiration, and it was discarded. No patient injury was reported. No medical intervention was required. No further information was provided.